Manufacturer narrative:
H10: no product samples were returned for investigation, however, a photograph was provided and evaluated. The photo shows one (1) spinning spiros connected to a syringe. Red fluid can be seen leaking from the area of the o-ring/poppet interface on the spiros. The device history review for lot 4763178 was reviewed and a poppet sub-component was found that had a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. Additional information in h6.

Manufacturer narrative:
The customer stated no defective devices are available for testing and investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional information becomes available, a supplemental report will be submitted. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The customer reported a spinning spiros closed male luer, red cap that while administering a bolus of epirubicin to the patient via a PICC line, a small leakage was noticed from the closed male luer. The leakage only spilled onto the cotton gauzes that the healthcare provider was holding around the closed system. Under the supervision of the chemo special nurse, the healthcare provider was advised to continue to administer the chemotherapy at a very slow rate which appeared to stop the leakage. There was patient involvement and no patient harm. There was no unprotected chemo exposure since the nurse was wearing ppe. The chemo spill was cleaned up per facility protocol and there was no spill kit used. The customer reported 5 defective devices. This report captures the third of five devices.